Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11639. It was reported the pt had her scs system explanted. The sjm representative was unable to obtain the reason the system was removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: results: analysis of the returned product revealed the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.